Manufacturer narrative:
Evaluation: still under investigation at this time.

Event description:
The physician reported that during an initial right duct puncture, he accessed the biliary tree and confirmed the position with contrast. The .018 wire was advanced through the chiba puncture needle as normal practice. However, the end of the wire became slightly coiled in the duct and would not advance; therefore, an unsuccessful attempt was made to withdraw the wire through the needle. At this time, the wire became unraveled. On removal of the wire, it was apparent that a small piece of the tip was visible on the x-ray screen, indicating the tip had been left in the patient's liver tissue. This was documented in the patient's medical notes. Another duct was accessed and the physician placed another internal/external biliary duct without complications. The condition of the patient remained unchanged as no adverse consequences resulted nor did the patient require a prolonged hospitalization due to this situation.